Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary - no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The device history records for the femoral and articular components were reviewed, indicating the device was manufactured, inspected, and packaged to spec.